Event description:
Clinical trial. It was reported that 380 days following a carotid artery stenting procedure, the pt developed in-stent restenosis. The index procedure treated the 90% stenosed, left proximal internal carotid artery lesion measuring 5.5x20mm. Treatment consisted of placement of a filterwire ex distal protection wire, predilation, placement of a nexstent, and post dilation resulting in 25% residual stenosis. The pt was discharged one day post procedure. The pt was seen 380 days post procedure for a study-required 12 month follow up visit. Review of the ultrasound info from the visit showed a 50-79% stenosis of the left proximal internal carotid artery. No treatment was performed.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. All records indicate the lot was manufactured according to documented work instructions with no discrepancies. The root cause of this event anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.